Event description:
This is a report of a series of peritonitis events that occurred coincident with therapy for peritoneal dialysis. The incidents were reported in a literature study of risk factors for encapsulating peritoneal sclerosis (eps) in patients with long term use of peritoneal dialysis. The patients involved in this report did not develop eps following diagnosis of peritonitis. It was unknown at what point the patients were hospitalized or if hospitalization was prolonged due to the event. The patients were treated with unspecified antibiotics and were reported to have recovered from the events. No additional information is available at this time. This is report 8 of 9 of events involving peritonitis reported in the study.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. The information reported was found in the following article: dr. Masatsugu nakao et al. Risk factors for encapsulating peritoneal sclerosis in long-term peritoneal dialysis: a retrospective observational study. Therapeutic apheresis and dialysis 2014; 18(1):68¿73.